Manufacturer narrative:
Misaligned pin in footboard connector.

Event description:
It was reported by service report that the footboard loses connectivity. No pt involvement or adverse consequences are reported.